Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The problems described in the recipient report seem to match the damage found. This is a final report.

Event description:
The hearing performance of the user is affected. On (B)(6) 2017 the recipient fell down and hit the left side over the implant site. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the user is affected. On (B)(6) 2017 the patient felt on the left side over the implant site.